Manufacturer narrative:
May 31, 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or results in damage to the graft. Device was mfg on 01/30/1997 and was previously repaired (B)(4) 2012 for a non-related issue. Investigation revealed damage to the roller, comb, shoulder bolts, ratchet pin, spring and ratchet gear. Prior to repair, the test mesh passed. The device was outside calibration spec on the left. It was outside side to side spec. Repair of the device included replacement of the handle, roller, comb, shoulder bolts, ratchet pin, spring and ratchet gear. The reported event was not confirmed during testing; however, the lack of calibration of the device, due to lack of preventative maintenance, and the damage to the comb could have led to the reported event. If the problem persists, it is recommended that the customer return any cutters associated with the prod for eval. Improper handhandling by the user most likely caused the improper ratchet to be used with the device. The device was repaired and returned to the customer.

Event description:
It was initially reported that during the surgical procedure the device destroyed an autograft skin specimen. As a result an add'l unplanned graft was required to complete the surgery. There were a total of three graft that needed to be taken throughout the duration of the surgery. An alternate device was retrieved and used to complete the surgery with a delay of 30-40 minutes.